Manufacturer narrative:
Device evaluated summary- deformation of the threads of the handle screw was confirmed during the acceptance inspection. The joint is deformed. The handle screw is adhered to the threaded part at the end of the cable. Therefore, it cannot be disassembled. Cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with unknown indication involved in laminectomy procedure. It was reported that intra-operatively, fixed part did not turn. There was no delay in overall procedure time. Product came in contact with patient, but there was no impact to patient. There were no patient symptoms or complications reported as the result of this event.